Manufacturer narrative:
Generic part number reported. (B)(4) . No further information was provided. (B)(6).

Event description:
Information was received indicating that prior to opening the package of a smiths medical portex® cuffed blue line ultra® suctionaid endotracheal tube it was noted that the suction line edges were protruding and that it might touch the tracheostomy aperture. There were no reported adverse effects.